Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device'), genital haemorrhage ('abnormal bleeding (general)') and suicide attempt ('other injury(ies) or complication please describe: tried to kill myself') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), memory impairment ("memory problems"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain / loss") and vulvovaginal pain ("vaginal pain"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, suicide attempt, mood swings, night sweats, memory impairment, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, memory impairment, migraine, mood swings, nausea, night sweats, suicide attempt, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received : product indication and essure implant date updated. Previously reported event injury was replaced. Following events were added: device breakage, device dislocation, abnormal bleeding (general), mood swings, night sweats, memory problems, allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), bladder problems, urinary tract disorder, migraines / headaches, nausea, dental problems, dyspareunia (painful sexual intercourse), weight fluctuation, tried to kill myself, vaginal pain and she did not underwent an essure confirmation test. Lawyer, medical history and concomitant drug were added. Suspect drug coding was updated from essre305 to essure205. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device') and suicide attempt ('other injury(ies) or complication please describe: tried to kill myself') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included adenomyosis, uterine leiomyoma, chronic cervicitis, follicular cyst of ovary, fibroids and vaginal cuff dehiscence. Concurrent conditions included depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), memory impairment ("memory problems"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain / loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, suicide attempt, genital haemorrhage, mood swings, night sweats, memory impairment, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, memory impairment, migraine, mood swings, nausea, night sweats, suicide attempt, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted as per pif diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Pathology test - on (B)(6) 2021: a. Uterus, cervix, and bilateral fallopian tubes: adenomyosis. One small leiomyoma. Mild chronic cervicitis. Benign fallopian tubes with essure devices. B. Cyst biopsy left ovary: wall of follicular cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, patient middle name, medical history, product removal details added. Seriousness criteria removed for event: genital haemorrhage based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device') and suicide attempt ('other injury(ies) or complication please describe: tried to kill myself') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included adenomyosis, uterine leiomyoma, chronic cervicitis, follicular cyst of ovary, fibroids and vaginal cuff dehiscence. Concurrent conditions included depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general)"), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), memory impairment ("memory problems"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain / loss") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, device dislocation, suicide attempt, genital haemorrhage, mood swings, night sweats, memory impairment, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, memory impairment, migraine, mood swings, nausea, night sweats, suicide attempt, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: date(s) of insertion: (B)(6) 2009 (discrepancy noted as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Pathology test - on (B)(6) 2021: a. Uterus, cervix, and bilateral fallopian tubes: adenomyosis. One small leiomyoma. Mild chronic cervicitis. Benign fallopian tubes with essure devices. B. Cyst biopsy left ovary: wall of follicular cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device'), genital haemorrhage ('abnormal bleeding (general)') and suicide attempt ('other injury(ies) or complication please describe: tried to kill myself') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included depression and anxiety. Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), memory impairment ("memory problems"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain / loss") and vulvovaginal pain ("vaginal pain"). At the time of the report, the device breakage, device dislocation, genital haemorrhage, suicide attempt, mood swings, night sweats, memory impairment, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, nausea, tooth disorder, dyspareunia, weight fluctuation and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, cystitis, device breakage, device dislocation, dyspareunia, female sexual dysfunction, genital haemorrhage, hypersensitivity, memory impairment, migraine, mood swings, nausea, night sweats, suicide attempt, tooth disorder, urinary tract disorder, urinary tract infection, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.